Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault" message. Complainant indicated that there was no pt involvement in the reported malfunction. The customer was unable to recall which "pacer fault" message was seen; however, during incoming testing at zoll, "pacer fault 122," "pacer fault 123," and "pacer fault 126" messages were seen in the history log.

Manufacturer narrative:
The reported malfunction was observed during review of the error logs. However, the reported problem could not longer be duplicated. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.